Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to premature wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery oscillator device control unit did not function and the vibration head was torn. It was further determined that the device failed the following pre-tests: functional test, check trigger and ecu (electric control unit) function, check oscillation frequency. Min 10800 - 14200 osc/min, mode switch-test and check performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as jan 31, 2017 in the initial report and has been updated as feb 3, 2017. Upon further evaluation, it was determined that the saw head was broken and not the vibration head was torn. Furthermore, it was determined that the device failed the check saw blade coupling pre-test. The assignable root cause was previously reported as normal wear from use and servicing but has been updated to false/defective construction/design. A CAPA has been initiated to address the broken saw head issue. The results and conclusion codes have been updated to reflect the updated evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.